Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent and dislodged cannula with hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) by ambulance and was diagnosed with blood glucose (bg) values that reached over 500 mg/dl. The patient was vomiting, fatigued and could not walk. For treatment, the patient was given a manual injection and intravenous (IV) fluids. The cannula was dislodged and bent, while wearing the pod longer than 48 hours on the leg. The patient was discharged after 5 hours. The pod was discarded.